Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicted the patient's intraocular pressure is 8mmhg. Visual outcome is affected by the patient's history of age related macular edema.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented on post operative day with edema at the incision site, choroidal detachment and an intraocular pressure of 3mmhg. This is the second of two vigilance reports being filed for this facility. The alcon reference numbers is (B)(4). Additional information has been requested but not received.

Manufacturer narrative:
The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. Suprachoroidal hemorrhage (expulsive) during cataract surgery is one of the most devastating complications for both the surgeon and the patient. This complication is thought to be caused by sudden surgical decompression resulting in transient hypotony, which increases choroidal transmural venous pressure followed by serous effusion within the suprachoroidal space. As this accumulates, the short and long posterior ciliary vessels that traverse the suprachoroidal space become stretched. A suprachoroidal hemorrhage occurs when these vessels rupture from excessive stretching. Unlike other complications, the surgeon is generally caught unaware and unprepared. It can occur during any kind of intraocular surgery, from phacoemulsification to vitreoretinal surgery, but certain surgeries are more predisposed to developing an expulsive hemorrhage, such as intracapsular cataract extraction and open-sky procedures including penetrating keratoplasty. Expulsive hemorrhage is more commonly seen in elderly patients with generalized arteriosclerosis or hypertension. Patients with a history of expulsive hemorrhage are at higher risk of developing an expulsive hemorrhage in the other eye as well. Local ocular conditions that predispose to an expulsive hemorrhage include glaucoma, increased iop, low scleral rigidity and high myopia. Other intraoperative factors that can be important include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe or vitreous loss during surgery. Bleeding generally starts from one of the short posterior ciliary arteries. The vessels are especially prone to rupture if they are also necrotic secondary to glaucoma or arteriosclerosis. Events might also begin with a serous choroidal detachment that leads to a sudden stretching of the ciliary vessels, leading to their rupture. Expulsive hemorrhage is recognized intraoperatively as a shallowing of the anterior chamber, spontaneous expulsion of the lens or iol, progressive vitreous loss, wound gape, a dark, expanding choroidal mass along with hemorrhage through the wound and finally the appearance of the retina and choroid in the wound. With a closed globe or in eyes with self-sealing incisions, such as in phacoemulsification, an expulsive hemorrhage is recognized as shallowing of the chamber and progressive firmness of the globe. The final prognosis depends on the time of hemorrhage, the size of the vessel involved and speedy therapy. Rapid recognition and institution of appropriate measures can help save an otherwise unsalvageable eye. The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on july 3, 2014. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from surgeon indicated that the procedure went quickly without any difficulties. At the end of the procedure the surgeon noted a small amount of bleeding, which was attributed to angular vessels during the removal of the viscoelastic solution. Post operatively the patient presented with a hyphema, intravitreous hemorrhage a 360 ° choroidal detachment and hypotonia without seidel. The surgeon suspects the system as the detachment was next to the incision. The surgeon suspects there could have been a warm up of the edge of the incision which is transmitted posteriorly and could be responsible for the choroidal detachment.